Manufacturer narrative:
The customer¿s report of leaking below infusion pump by the white hub was confirmed. The source of the leak was determined to be at the engagement between the set¿s tubing and the inlet port of the smartsite connector below and proximal to the pump segment. The tubing was lightly tugged and it separated from the engagement to the smartsite. The device history record for primary set model 2477-0007 lot 20045347, was performed. The search showed that a total of (B)(4) units in 1 lot were built on (B)(6) 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The root cause of the leak is due to a combination of factors related to insufficient/lack of solvent being applied at the engagement and the tubing had not been fully inserted into the smartsite connector due to equipment and/or operator error.

Event description:
It was reported from the oncology unit that the blood tubing was leaking below infusion pump by the white hub during an infusion of blood. The tubing had to be changed which caused a delay. Other than the delay there were no adverse consequences caused to the patient as a result of this event.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported from the oncology unit that the blood tubing was leaking below infusion pump by the white hub during an infusion of blood. The tubing had to be changed with caused a delay. Other than the delay there were no adverse consequences caused to the patient as a result of this event.